Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. The computer was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. There was no failure found with the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a cranial resection. It was reported that the product was powered on, but "no signal" was displayed. Rebooting was performed several times, but the issue persisted. The product was started somehow, but the system was unresponsive. When the product was rebooted again, it was confirmed that the product was started. The procedure was completed with the use of the navigation system. The issue extended the surgical time by less than 1 hour. There was no impact on the patient's outcome.